Event description:
It was reported that catheter entrapment occurred. The stenosed target lesion was located in the non-tortuous and moderately calcified tibialis anterior artery. A 2.5mm x 100mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion but after deflation the balloon appeared deformed and was not usable anymore. During removal, it was extremely difficult to remove the non-bsc guidewire from the catheter. There was friction between the guidewire and catheter which caused damage to the guidewire. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The stenosed target lesion was located in the non-tortuous and moderately calcified tibialis anterior artery. A 2.5mm x 100mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion but after deflation the balloon appeared deformed and was not usable anymore. During removal, it was extremely difficult to remove the non-bsc guidewire from the catheter. There was friction between the guidewire and catheter which caused damage to the guidewire. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was contrast in the inflation. The balloon was loosely folded. Microscopic examination revealed that the balloon was bunched up. Microscopic examination revealed that the inner shaft was buckled in the hub. The inner diameter (ID) of the catheter was measured at hub and distal tip and is within specifications. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities in the bonds. The guidewire used in the procedure was not received with this device. A new .014¿ kinetix plus guidewire was used for functional testing. Functional testing was performed by loading the kinetix guidewire into the tip and hub of the device; however, the guidewire was unable to be advanced past the buckled inner shaft in the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).